Manufacturer narrative:
(B)(4). The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was two treat both legs and the abdomen. One of the stents was a 7.0 x 59 mm omnilink elite stent.. As the stent was being deployed, the balloon ruptured. The patient has had pain since the stents were implanted. On (B)(6) 2017, the patient had an appointment with his physician who stated there was a blockage in one of the stents. Additional treatment will be performed at a later date. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported balloon rupture was likely related to circumstances of the procedure. A cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.